Event description:
It was reported, the pt experienced redness and heat at his scs ipg pocket site. Additionally, it was reported, the pt had flu-like symptoms. It was also reported, the pt went to the ER and an infection at the pocket site was confirmed. Subsequently, the pt received oral antibiotics and was discharged from the ER. F/u identified the pt's scs system was explanted. There was no evidence of infection at the time of the explant procedure per the physician. Further investigation identified the infection has resolve and the pt is doing well.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.